Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer replaced the drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was failed. The customer reported that the failed drawer contains respiratory medications, which is resulting in respiratory therapy staff taking longer to access the medications necessary for the scheduled doses of patients. There were no adverse events or injuries reported based on this event.